Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) after eating pretzels, with a highest blood glucose (bg) of 316 mg/dl. No alerts were triggered on the ilet. The user declined a supply change and chose to allow the ilet to correct. A finger stick later confirmed blood glucose (bg) was decreasing. The user reported irritability as a symptom. No outside assistance or medical intervention was required. Blood glucose (bg) was corrected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.